Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. During impella placement, the device kinked when the dilator was removed. Impella 25 cm sheath was used however it kinked when dilator was removed. A cook 14fr sheath was then used with success. The device remained implanted, and support was successful.